Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The suture broke easily. Another like device was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no conclusion can be drawn at this time. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.